Event description:
The patient underwent the index procedure for a proximal basilar artery angioplasty. A vessel perforation occurred during the procedure, which was treated with medication and surgery (not specified). However, the same date the patient died. The event was reported as related to the procedure and the patient's vasculitis but unrelated to the subject device. The subject device performance was rated as excellent and good and there was no device malfunction.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The device was not available for analysis. From the information provided there was no indication that the device was not used as in accordance with the labeling or that this caused or contributed to the reported event. Vessel perforation and death are known and anticipated complications to these types of procedures and are noted in the labeling. Therefore, it was determined that the reported event was an anticipated procedural complication.

Event description:
The patient underwent the index procedure for a proximal basilar artery angioplasty. A vessel perforation occurred during the procedure, which was treated with medication and surgery (not specified). However, the same date the patient died. The event was reported as related to the procedure and the patient's vasculitis but unrelated to the subject device. The subject device performance was rated as excellent and good and there was no device malfunction.

Manufacturer narrative:
The subject device is not available to the manufacturer.